Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant was bothering the patient and it felt like it was ¿stabbing her insides: when they leaned back. They stated that the implant site hurt and the implant started to move to the side when they leaned back. The issue began ¿probably the beginning of (B)(6)¿. No troubleshooting or interventions had occurred. The patient was redirected to their healthcare professional (hcp) for the issue. It was recommended that the device be turned off which was done. The patient reported that the ins was off at the time of report and they did not feel the stimulation and wanted to turn it back on. With assistance, the ins was turned back on successfully and they felt comfortable stimulation. Additional information was received on oct. 5, 2018 from the patient that reported since turning the stimulation back on yesterday (to the settings they had before), they had a return of their target symptoms and noted that their symptoms were worse than before. The patient noted that they were going to the bathroom more and, last night, they had to get up 4 times to use the bathroom. It was reviewed with the patient that this is unexpected. Using the programmer and synchronizing to the ins, it was determined that the patient was on program 1 at 1.9 volts and verified that the stimulation was on. The patient elected to stay on program 1 and increase the amplitude from 1.9 volts to 2.1 volts. It was reviewed with the patient to follow up with their hcp if the issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when they had turned their device back on back in 2018, it started shocking them. They indicated that the ins moving was the cause of the shocking in their back, vaginal area, and everywhere. The patient reported the doctor did not know the cause or why it moved, but offered to adjust the wires but could not guarantee they could fix it. They reported they had the device removed 5 years ago.